Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Screw driver handle was found in tray, broken.

Manufacturer narrative:
The reported incident that screwdriver handle,revolving/rigid, ao was alleged of issue s-18 (instrument breakage identified out of surgery) could not be confirmed as such but the final conclusion pointed to the issue s-15 (wear and tear) which could be confirmed instead. Based on the currently available information, the root cause can be attributed to a mechanical stress which has been observed. The visual inspection of the dislocated front part of the locking mechanism (rust is clearly evident) gives a clear indication that this instrument has been heavily used over the years (manufactured on the 10. May 2012). The function of the screwdriver handle (using a new screwdriver attachment) has been checked, which resulted; that the screwdriver attachment could not be locked in position as required as the front part of the locking mechanism was dislocated (damaged inner part of the locking mechanism is evident). Discolorations / corrosion / rust are also evident (especially on the dislocated part. Please ensure to follow the instructions for cleaning, sterilization, inspection and maintenance (ref# l24002000). Note that corrosion is clearly evident which may have had also an impact of the reported problem. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
Screw driver handle was found in tray, broken.